Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The keypad buttons reportedly required hard and multiple button presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/03/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the contrast button required increased force to engage. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen text. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed that the audio bolus button was intermittently unresponsive and hard to push. The audio bolus button cover was removed and the internal plug contact was found to be misaligned and contaminated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.